Event description:
It was reported that during the procedure, the voltage on the sensory and motor testing would not go above 0.01. Troubleshooting was attempted, but unsuccessful. As a result, the procedure was abandoned. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event was confirmed. The stimulate, temperature, and interlock board were all reseated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to dislodged boards.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.